Event description:
The customer reported that during a small bowel resection, an end tone, indicating a completed seal cycle, was heard, but the seal was not completed. Sutures were used to complete the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.